Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by the customer that cardiosave intra aortic balloon pump (iabp) does not turn on both on battery and on mains. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4 e1 event site mail e3, g3, g6, h2, h3, h6, type of investigation findings investigation conclusions h11. Corrected field e1 event site telephone number h6 medical device problem code a getinge field service engineer fse stated that the customer reported it does not turn on both on battery and on mains the malfunction of the power board was found due to a saline solution accidentally poured by the department for which the presence was visibly found on the case on the batteries and on the power board compartment the problem was found directly on site the device was not in use on a patient but turned off and connected to the 220v mains for charging onsite inspection fault finding check carried out many traces of saline solution were found both in the system board housing and in both battery slots traces were also found in the front covers in the pim and in the power button the device requires complete dismantling of all its parts for thorough cleaning and replacement of all components damaged by the saline solution the customer has no intention of accepting the repair estimate.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6(component code).

Event description:
N/a.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) failed to power on while operating on both battery and mains power. No patient was involved, and no adverse event was reported.

Manufacturer narrative:
Getinge field service engineer fse visited the customer site and identified a malfunction of the power supply board. The failure was caused by saline solution that had been accidentally spilled by the department. Visible traces of the saline solution were observed on the device casing, the batteries, and inside the power supply board compartment. The issue was diagnosed directly on site. At the time of the incident, the device was not in clinical use. It was switched off and connected to a 220v mains outlet for charging. During on site inspection and fault finding diagnostics, extensive traces of saline solution were found within the system board housing and in both battery slots. Additional traces were identified on the front covers, the pim module, and the power button. The device required complete disassembly of all components to allow for thorough cleaning and replacement of all parts damaged by the saline exposure. The customer had no intention of accepting the repair estimate.